Event description:
It was reported by service report that the bent height adjustment rack is not allowing the unit to collapse. The customer could not determine whether there was patient involvement or if adverse consequences occurred.

Manufacturer narrative:
Height adjustment rack.